Event description:
The facility representative reported an ipump with a condition of "keeps shutting off." This condition has the potential to interrupt delivery. This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the condition of an ipump that keeps shutting off was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that one rework was noted during the manufacturing of this device.